Manufacturer narrative:
Other devices remain implanted in the patient. The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional info pertinent to the incident is obtained, a follow-up report will be submitted. Additional devices : model; limb aortic extension i20-13/c88f sa, lot; 1047366-030, release date; (B)(6) 2013 and expiration date; 08/31/2016. Model; limb aortic extension is20-25/c55 sa, lot; 1039948-010, release date; (B)(6) 2013 and expiration date; 03/31/2016.

Event description:
It was reported the patient had a procedure on (B)(6) 2014 , with a bifurcated and a three limb aortic extensions. The patient was reportedly in the hospital for pancreatitis, and was having limb pain due to the occlusion. The physician has plans to treat the patient with a fem-fem bypass in the near future once the pancreatitis resolves.

Manufacturer narrative:
Based upon the clinical assessment, the reported thrombosis and occlusion could not be substantiated due to lack of info. A mfg record review was performed and the lot met all release criteria with no issues or deviations that would explain the reported event. Based upon the investigation findings, the most likely the root cause of the reported issues was determined to be as a result of the difficult retraction of the nosecone (and resultant strut bend during the index procedure) due to pt selection with anatomy outside of IFU). This findings confirmed on the imaging study one week post implant, which demonstrated in-folding of the limb stent within the left common iliac portion of the main body stent (near the 90 degrees bent). Patency was not affected. This finding supported a report of possible damage to the stent during the retraction of the nosecone.